Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. The physician inserted a 6fr non-bsc sheath and subsequently a non-bsc guide wire was used to cross the lesion. A 10mm x 80mm epic stent was deployed and implanted to the lesion. The physician then performed post-dilatation with an 8.0mm x 40mm, 75cm mustang balloon catheter, however, on the first inflation at 8 atmospheres the balloon ruptured. The balloon was removed intact and upon inspection a pinhole at the distal or proximal cone of the balloon was noted. The procedure was completed with a 8mm x 40mm non-bsc balloon catheter. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).